Manufacturer narrative:
As reported through the japanese post-marketing surveillance reporting system (japan pms, tavi registry), the patient passed away 7 months and 24 days after tavr procedure due to an infection from lower limb ischemia. Polyembolism and ¿blue toe¿ were observed on pod 1. The patient¿s outcome was determined as ¿not recovered¿ on pod 26. Per the medical opinion, the relation of the event (polyembolism, blue toe and death) to the device was unrelated. The event was related to the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient co-morbidities may have contributed to the cholesterol embolus and renal injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and the (B)(6) registry, on postoperative day (pod) 1 of a 29mm sapien 3 valve implantation via transfemoral approach, dialysis treatment was started for a tavr patient due to renal failure caused by cholesterol embolism. 3 months and 2 days post implant, the patient outcome was determined as ¿not recovered¿. Per the medical opinion, the relationship of the event to the edwards devices was unrelated. The relationship of the event to the tavr procedure was related.